Event description:
It was reported that the pump's insulin gauge was inaccurate which resulted in high blood glucose levels over 350 mg/dl and ketosis of 2.1 mmol/l. There was a significant impact on the customer's blood glucose level, as the patient experienced an impaired consciousness and was hospitalized. The pump was later removed by the hospital. No additional information regarding the outcome of the event and treatment at the hospital is available.